Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device worked according the specification. However as the issue could be intermitted the device was returned to livanova (B)(4) for further investigation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump displayed a motor controller error during in-service. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
The pump was returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could be confirmed. It was found that a defective electronic component on the motor control board was the cause for the reported issue.